Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were low (30-40 mg/dl), for the past 3 weeks and customer did not know why. Customer treated low bgs by eating food.